Manufacturer narrative:
Initial MDR reported under MFR# 2916596-2017-00901 and medwatch uf/importer reporter # 3601800000-2019-8057. (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with bilateral subacute cerebrovascular accident (cva) that was presumed central embolic source with no large vessel occlusion found on computerized tomography angiography cta) with conversion to lobar subarachnoid hemorrhage in right frontal in the setting of international normalized ratio (inr) 3.2 and aspirin 162 mg daily.